Manufacturer narrative:
Product complaint # (B)(4). Investigation summary this device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon; (B)(6) hospital, (B)(6) 2018. A steinmann pin was shorn off while being driven through the oblique hole at the base of the tibial cut block with the intention of securing the block in place. The pin was firmly lodged in the proximal tibia when the pin was shorn off where it entered the pin driver. Surgeon then used a pair of pin pullers to attempt to dislodge the pin, but the pin tore through flush with the surface of the block. The remaining pins were removed using a pin puller, and the block was freed from the tibia, leaving a short section of pin lodged in the block. The event caused no delay to proceedings, and the instrument was immediately isolated. No ae to patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary this device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.